Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the system 6 battery is overheating. It was identified during testing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the system 6 battery is overheating. It was identified during testing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, battery is overheating, was not duplicated and no failures were confirmed. The battery was functionally inspected by the technician and overheating was not observed. Upon disassembly, there were no observed failures that could lead to the reported event. Device placed in parts retention.